Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that video processor device had e105 lamp error. The issue occurred during during set up / inspection for use (during set up in room / before patient in room). There was no report of any patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lamp light volume e107 error code occurred, poor contact of light-emitting diode source unit and failure of light-emitting diode source unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: lamp light volume e107 error code occurred due to poor contact and failure of light-emitting diode source unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.